Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, the valve and delivery system were inserted through right groin through a 16fr esheath. There was no difficulty advancing and no issues with valve alignment. The delivery system looked as it should, "there were no bends, kinks, tortuously". The system was advanced around the arch using flex, in the usual fashion, and the native valve was crossed. Pacing was initiated, placement confirmed with injection, and inflation was started. When the atrion was emptied, the balloon did not fill. Pacing was stopped. The physician pulled back on the atrion plunger and blood was present, indicating a balloon rupture. The valve and delivery system were removed from the annulus. Attempts were made to replace the pusher next to the valve but was unsuccessful. The team attempted to remove the delivery system anyway but were unable. The delivery system was pulled back to the external iliac, then a cutdown was made for complete removal of system. The vessel was repaired surgically with a graft and further with covered stents. At this point, further procedure was aborted. The patient will possibly be brought back on another day for tavr via the left groin or an alternative access. There was no abnormal resistance or difficulty advancing through the sheath. There was also no reported resistance, difficulty, or ¿odd feeling¿ in the device when performing alignment ¿ and nothing unusual was noted on fluoro during alignment process.  After the device was removed from the patient it was noted that the balloon was "fractured and pieces were flared around the pusher". This was not visible on fluoro.

Manufacturer narrative:
A 3mensio CT image of the patient was provided and reviewed.  The commander delivery system was also returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that there was a slight bend on the balloon shaft, likely from packaging. The valve appeared to be deformed/crushed. Scratches were observed on the flex shaft. There were gouges on the flex tip and a crimp balloon tear adjacent to the I/c bond. Images were provided that show the tortuosity and size of the patient¿s access vessels. The balloon shaft was able to be locked at the warning marker. However, subsequent usage of the fine adjust knob would not allow the balloon to move back because the balloon wings would flare out against the flex tip. Usage of the fine adjust knob works as intended when wings are not flared against flex tip. The crimp balloon double wall thickness was measured, as a below specification wall thickness would make it more likely for a balloon tear to occur. The flex tip od was also measured, as an above specification od could lead to device insertion/withdrawal difficulties through the sheath. The crimp balloon double wall thickness was within specification. The flex tip od was not within specification; however, a manufacturing nonconformance could not be confirmed. Compression of the flex tip during the procedure, caused by the valve pushing up against the face of the flex tip, can cause the flex tip to flare out, increasing the diameter. If the flex tip remains over the balloon shaft once it is no longer in contact with the valve, the flex tip may be unable to close down properly. This would cause it to have an od that is above specification. The complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ and ¿balloon ¿ torn¿ were confirmed. A review of lot history, DHR, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Since it was reported that the balloon did not inflate during valve deployment, and no problems were noted during preparation, it can be assumed that the balloon tear occurred after insertion in the esheath and before valve deployment. Presence of high alignment forces have been identified and documented in a pra as a potential root cause for the separation of the crimp balloon material proximal to the inflation balloon. If the physician performed the valve alignment process in a tortuous anatomy, which was present in the patient (per imaging provided), it may result in increased forces being applied to the crimp balloon. Performing valve alignment at a bend or angle can also cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, resulting in even higher alignment forces. Gouges noted in the flex tip indicate that valve diving may have occurred during the procedure. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. During retrieval, it was stated that ¿attempts to replace the pusher next to the valve were unsuccessful¿. The exposed balloon wings likely flared up against the flex tip, making it difficult to reposition the valve against the flex tip; this scenario was able to be recreated during functional testing. The inability to center the valve on the flex tip likely led to issues keeping the valve and flex tip coaxial with the sheath, resulting in difficulties withdrawing the valve through the sheath tip. Additionally, when the device was returned, the flex tip was positioned over the balloon shaft. If the device was removed from the patient with the flex tip positioned in this manner, the flex tip may have been unable to close down properly during withdrawal, further contributing to withdrawal difficulty. The valve likely became deformed/crushed during repeated, noncoaxial withdrawal attempts. Available information suggests that patient and/or procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required. Due to the high criticality level for the failure mode (balloon ¿ torn), a pra was previously initiated for risk assessment per management discretion. However, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate for ¿damaged¿ trend category did not exceed the complaint control limits, no further escalation is required at this time.